Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer, patient. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had a fall and noted that now their device was "not working". When they used their insr during the call they saw 8 full coupling boxes, but it did show that their stimulation was off. The patient noted that they stopped feeling stim about a week and said they had a mammogram done, but hadn't turned it off beforehand. They said they fell "about 3 weeks ago when my dog took off running and I fell on my face but I was ok just a little bruised". I had her get out her device and she reported that the programmer (pp) battery was empty. After putting new batteries in, they were able to connect and see their stimulation was at 2.50v and I had them lower stimulation to 1.00v. They were going to then turn stim on, but they started seeing poor communication screen with pp against the implant as well. The patient confirmed that they just started seeing poor communication screen today. They were sent a replacement pp and they would call back when they get it, and at that time we would turn stim back on and raise stimulation up again. They showed a loss of stimulation as well as poor communication with and without antenna. The patient was able to connect successfully with the insr. Additional information was reported that the patient called back and they got their new pp and they synced and reported she is at 1.00v and stim was on. They raised stimulation up to 4.0v and felt comfortable stimulation. No further allegations/complications were reported.